Event description:
It was reported to philips that the host pc does not turn on. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the procedure got delayed (>20mins) when the issue occurred. The philips remote service engineer (rse) analyzed the system remotely and confirmed that the equipment was not turned on. Upon troubleshooting, the rse recommended to the customer to check the m cabinet. It was found that the host pc was not activating the hd led, and the disk bay was completely off. The customer was subsequently directed to turn off both the host pc and the power supply switch. The customer checked cable¿s voltage and turn on the power supply, and the disk bay and host pc hd and software started up normally. Following the repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.